Manufacturer narrative:
Device evaluation summary:the reported incorrect value was not verified during service. The service technician performed preventative maintenance to inspect the instrument for errors or miscalibration, the instrument was calibrated and working properly. The service technician tested the instrument and verified proper operation. Preventive maintenance was performed per specifications. Conclusion: the complaint is not confirmed for the act plus instrument's displaying incorrect values. The service technician performed preventative maintenance to inspect the instrument for errors or mis calibration, the instrument was calibrated and working properly. The service technician tested the instrument and verified proper operation. Preventive maintenance/testing was performed per specifications. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this act plus instrument one of the values did not seem correct. The act did not reach therapeutic level and a clinical lab act plus was borrowed to compare and validate results. Instrument was replaced with a back up to complete case. Patient had a stroke, no death was reported. Additional information will be requested to confirm if the issue with act plus instrument is related to patient impact. Partner confirmed that this was an ep study and ablation case.